Event description:
A patient reported that her eye care professional indicated that a memory lens iol implanted in the left eye needs to be explanted. Surgeon reported opacification of device with no secondary intervention yet. Visual acuity reported as 20/25-2 at 2007 visit. Request has been made for additional information, however, nor further information has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.